Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve manifold was sticking. Additional malfunctions include the sieve bed hose was leaking, the heat exchanger was leaking, the gear clamp was leaking, and the power switch had no alarm.